Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
It was reported that battery charger has melted (specific date not reported). A new replacement battery charger was sent to the patient. No serious injury was reported.